Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that 2 days after implant an alert for an out of range (oor) impedance measurement was triggered on this right ventricular (rv) lead. The pacing impedance measurement was greater than 2000 ohms. A low evoked response condition was also observed. The lead implant went smoothly with no issues at helix extension and the lead yielded good measurements. After the oor pacing impedance measurement, no noise was observed, threshold was at 0.4 volts and sensing was good. No rv pacing is needed presently. Boston scientific technical services (ts) noted that perhaps there has been some fluctuation in signal amplitude on the ER. Lead was to be evaluated and an x-ray performed, the following day. No further information is known. No adverse patient effects were reported.

Event description:
Additional information indicated the rv lead was not capturing and, the following day in clinic. Impedances also went back to normal. An x-ray revealed no anomalies. A lead revision was performed, due to the loss of capture. The same lead was used, with no issues. No additional adverse patient effects were reported.